Manufacturer narrative:
Unknown product code, UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The bedside monitor showed a pressure of -1, -2, 1, 2, they zero¿d the sensor twice, and then he re-inserted the sensor this morning, and then later put in a new one when the same pressures were indicated. A new sensor was opened and inserted. The directlink module was replaced with a new unit and no further issues were reported.